Event description:
On (B)(6) 2025 the caregiver reported the user accidentally entered two meal announcements, leading to additional insulin delivery. The user¿s bg was 260 mg/dl and returned to target range. The caregiver confirmed they would monitor and treat lows if needed. No adverse effects or hospitalization were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.